Event description:
Additional information: the patient did not experience increased pain associated with this event.

Event description:
It was reported that the patient's pump flipped on its side, and a contrast leak at 'approximately the area of the pump's anchor at the lumbosacral fascia' was observed. It was noted that they were unable to access the pump during refill visits. The pump was repositioned using fluoroscopy, and no skin incision was made. The patient was noted to have experienced increased pain. It was reported that the event resolved without sequelae. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had complained of nausea, tremor, sweating, dizziness, left leg weakness and numbness. It had later been reported the patient also experienced drug withdrawal. It was also unclear whether the patient had complained of pain or not.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).